Event description:
A collection of scar tissue was found inside the suturelesss connection that was still attached to the pump. It was believed the connection was misaligned initially which created the opening. It formed very quickly after implant and reappeared a second time after implant. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # unknown serial # unknown implanted on: unknown explanted on: unknown. (B)(4).